Event description:
Site reported inaccuracies with the superdimension inreach system. The superdimension portion of the case was canceled and the pt was under general anesthesia. There was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
Site if forwarding procedure recordings for eval. Superdimension is filing this MDR out of an abundance of caution due to the risks associated with multiple exposures to anesthesia.